Event description:
Per the clinic, the device was explanted on (B)(6) 2024, due to extrusion and the patient was reimplanted with another cochlear device during the same surgery. Additional information has been requested but it has not been made available as of the date of this report.